Manufacturer narrative:
Lift handle.

Event description:
It was reported by service report that the side lift handle was broken exposing sharp edges. No pt involvement or adverse consequences were reported.